Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the tether of delivery catheter was bent and the lp was not able to be separated form the catheter. The device was removed and replaced during procedure on (B)(6) 2024. The patient was stable.